Manufacturer narrative:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) was hard and could not be pressed when the visual indicator was black-black. There was no reported patient injury. The procedure was performed using a retrograde approach for endovascular therapy (evt). Hemostasis was achieved with manual pressure. The device was used in an interventional procedure. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and vessel diameter was =5 mm. There was no visible calcium, plaque, nearby stent, significant stenosis, prior recent closure, or pre-existing complications at the access site. There was no difficulty connecting the vascular sheath introducer with the device, and an unknown 7f sheath was used. Upon device removal, the plug was fully inside the shaft and the indicator wire was not visible. The product was not returned for evaluation. A review of the manufacturing documentation associated with lot 18302313 presented no issues during the manufacturing process that can be related to the reported event. The reported event of "deployment lever (button) frozen/locked" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the IFU instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. However, an investigation has been initiated to further investigate similar complaints reported.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) was hard and could not be pressed when the visual indicator was black-black. There was no reported patient injury. The procedure was performed using a retrograde approach for endovascular therapy (evt). Hemostasis was achieved with manual pressure. The device was used in an interventional procedure. Femoral artery suitability was verified on angiography, including appropriate insertion angle, and vessel diameter was =5 mm. There was no visible calcium, plaque, nearby stent, significant stenosis, prior recent closure, or pre-existing complications at the access site. There was no difficulty connecting the vascular sheath introducer with the device, and an unknown 7f sheath was used. Upon device removal, the plug was fully inside the shaft and the indicator wire was not visible. The device was discarded at site.